Event description:
The pt received his scs sys on (B)(6) 2010. It was reported that the pt received an "ipg battery low" message. A rep of sjm met with the pt and performed a longevity calculation. It was reported that the ipg should last between 9-10 years based on the programmed settings, and the message was most likely related to battery passivation. F/u on the pt found that the passivation message was cleared. The pt was reprogrammed with higher parameters and the issue was corrected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.